Event description:
There was a new vent circuit on the vent. While on transport, the heater probe became disconnected from the heater port. The patient had a slight increase work of breathing and oxygen desaturation. The respiratory therapist re-inserted the probe. There was no harm to the patient.